Event description:
Event verbatim. Elevated blood glucose levels, blood glucose increased. Display doesn't functio, device information output issue. Patient use an already used needle (unspecified) and reuse the needles, multiple use of single-use product. Case description: this serious spontaneous case from germany was reported by a consumer as "elevated blood glucose levels (blood glucose increased)" beginning on (B)(6) 2022, "display doesn't function (device image display issue)" with an unspecified onset date, "patient use an already used needle (unspecified) and reuse the needles(needle reusage)" with an unspecified onset date, and concerned a 75 years old male patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", novopen 6 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", patient's height: 172 cm. Patient's weight: 130 kg. Patient's bmi: 43.94267170. Current condition: type 2 diabetes mellitus, arterial hypertension, apoplexy, colon cancer, sleep apnea, sm (unspesified, non codable) procedure: acvb (aorto-coronary venous [vein] bypass). On (B)(6) 2022, patient experienced elevated blood glucose levels with blood glucose value over 600 mg/dl, dizziness and derailment, patient was hospitalized for one week and was discharge on (B)(6) 2022. It was reported that display of the device doesn't function. It was reported that patient patient use an already used needle (unspecified) and reuse the needles, and store the insulin in use at room temperature 20 - 25 °c batch numbers: novopen 6: lvg2y90 and novopen 6: lvg4m41. Action taken to novopen 6 was not reported action taken to novopen 6 was not reported. The outcome for the event "elevated blood glucose levels (blood glucose increased)" was unknown. The outcome for the event "display doesn't function (device image display issue)" was not reported. The outcome for the event "patient use an already used needle (unspecified) and reuse the needles (needle reusage)" was not reported. Since last submission follwing information updated: new batch number of novopen 6 added and needle added. Event "needle reuse" added. Narrative updated accordingly. Preliminary manufacturer's comment: on 17-jun-2022: the suspected device has been returned to novo nordisk for evaluation. Investigation is ongoing. However, as per the reporter, the event is not related to the technical complaint of display issue. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Reporter comment: patient attach the needle to the pen in a 180 degree angle (straight on) the force needed to inject feel different from normal reporter does not related the event with use of novopen 6.

Event description:
Case description: patient's body mass index (bmi): 43.94267170. Investigational result: name: novopen 6, batch number: lvg2y90-1 a visual examination and functional testing of the returned product was performed. The electronic register could not be reached, the memory display was blank. Functional & accuracy test and b1 tools reading the electronic register was checked. Battery voltage: 1968mv. Device has been used for 81 days. Resets were caused by low battery. The average dose size was 82u. Multiple time out doses and big doses indicates that the device does not register eod, and this will cause the device to stay in dosing mode and draining the battery causing the blank display. This does not have any safety consequences. Dose accuracy performed by dmd shows that the device was within specifications. Therefore, dose accuracy could not cause the adverse event experienced by the customer. Direct cause for the blank display was paint smudged on the eod spacers that cause domes not to open after eod. The eod switches are clean. The paint smudges are caused ball wear at the top of by the housing after selecting high doses. This was indicated by the pattern of the paint inside the housing. Confirmed. Paint from the pen housing had been abraded and smudged onto the dosage selector. The fault had no influence on the functionality nor the accuracy of the pen. The fault was caused by an error in novo nordisk a/s. The electronic display showed "error" after the dose button was fully depressed. This was a normal function of the pen to warn the user of non-recommended user behaviour. The user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes. The error was caused by unintended use of the device. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The product was found to be normal. The results were found to comply with specifications. Please perform a b1 tools reading the electronic register was checked. The dsm (dosage selector module) has been removed from pen module (batch: lvg2y90) and by use of the explorative b1-tool (sw 1.0.4) all 4 log files were readout from the dsm which have been attached as attachment 1-4. Nb. The dsm was still in storage mode and a first injection was simulated to exit from storage mode name: novopen 6, batch number: lvg4m41 the product was not returned for examination. If possible, please forward the reported product(s) for further investigations. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal. Since last submission follwing information updated: -inv updated -imdrf coding added -narrtaive updated accordingly references included: reference type: e2b company number reference ID#: (B)(4) reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: (B)(4) reference notes: medwatch 3500a MFR. Report number reference type: mw 3500a MFR. Rpt. # reference ID#: (B)(4) reference notes: medwatch 3500a MFR. Report number final manufacturer's comment: 30-sep-2022: the suspected device novopen 6, with batch number lvg2y90-1 has been returned to novo nordisk for evaluation. Upon investigation, the electronic register could not be reached, the memory display was blank. Direct cause for the blank display is paint smudged on the eod spacers that cause domes not to open after end of dose. The fault has no influence on the functionality nor the accuracy of the pen. The error is caused by unintended use of the device. When tested with random cartridge, the product was found to be normal. The results were found to comply with specifications. 30-sep-2022: the suspected device (novopen 6, batch number lvg4m41) has not been returned to novo nordisk a/s for the investigation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. H3 continued: evaluation summary name: novopen 6, batch number: lvg4m41 the product was not returned for examination. If possible, please forward the reported product(s) for further investigations. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal.